Event description:
During initial testing at the manufacturer facility, it was noted that on the exterior of the ac power plug, the metal prong showed evidence of an arc. The plastic portion of the power cord was noted to have charring/smoke residue. There were no reports of any adverse patient events while the device was in clinical use.